Event description:
The user facility biomed reported that while performing the extended systems test (est) on the device. The device failed and alarmed "circuit occlusion".

Manufacturer narrative:
(B)(4). A carefusion field service representative was dispatched to the user facility. The field service representative evaluated the device verified the reported issue and determined that the most likely root cause was that the inspiratory flow sensor in the gas delivery engine (gde) was malfunctioning. At present there are no replacement parts available. Once available, a replacement gas delivery engine (gde) will be provided to the user facility to repair the device and return it to service.

Manufacturer narrative:
Correction: changed to avea ventilator. Changed to health professional. Changed to k103211. Additional information: the reported issue of the suspect device was resolved by performing remediation of the device under field corrective action. The device has been tested and is working to service specifications. No further investigation will be performed.